Event description:
It was reported that the patient presented to the emergency department (ed) after being found diaphoretic and unconscious at home. The patient was brought in via emergency medical services with low flow alarms and low voltage alarms. Upon arrival to the ed it showed low flow with evidence of suction with a flow estimated at 0.9 liters per minute. The patient arrived with international normalized ratio (inr) of 4.5 with a goal of 2.0-2.5. Once assessed at beside, the patient had a new onset of significant right-sided weakness, both upper and lower extremities affected, and the patient experienced altered mental status. Head computerized tomography showed a new onset evidence of ischemic stroke with hemorrhagic conversion. Log files confirmed reported low flow hazard events on 08sep2022 at 8:34 pm. There were no abnormal controller or pump faults seen during this time. These flow readings did not appear to be the result of any equipment malfunction. The patient was on battery power during this event and the batteries appeared to reach the low advisory state at around 2:38 am. It appears that the batteries were replaced at 4:10 am. Prior to these events, the log files consistent mainly of pulsatility index events. The patient was admitted to the intensive care unit for observation and computerized tomography and neuro checks were done to assess for changes. The patient was given reversal agents for supratherapeutic inr and the low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-031806, and the reported event could not be conclusively determined through this evaluation. Additionally, a review of the log files provided by the account confirmed a single low flow alarm; however, a specific cause for this event could not be determined through this evaluation. The controller event log file contained data from 08sep2022 through 09sep2022. A single low flow alarm was captured on 08sep2022. Pulsatility index (pi) values were elevated during the observed low flow event. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number mlp-031806, and no further events have been reported at this time. The relevant sections of the device history records for mlp-031806 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2022. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events including stroke and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.